Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was presented for rv lead revision due to inappropriate shocks and lead dislodgement. The lead was explanted and replaced. The patient is stable.